Manufacturer narrative:
MFR report date: 02/11/2015. Internal file no: (B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
Customer reported a leak. The nurse reported after pt's return from a CT procedure, "the CT tech asked me to check the pump because the pt heart a popping sound in CT. CT had used the l ac site for dye injection which was where this pump was infusion also. Upon inspection, there was leaking noted from the pump. The tubing was split by the blue piece that comes out of the top of the pump. The pump and tubing were removed from the pt to be replaced. The IV site was not affected and the pt appeared unharmed." No further pt/event info was provided.